Manufacturer narrative:
B5. Describe event; corrected information ; sup MDR # 2 inadvertently omitted information known prior to submission f10. Adverse event problem; corrected information ; sup MDR # 2 inadvertently omitted information known prior to submission.

Event description:
Per internal good practices an update report is being to submitted to correct the record regarding the product analysis. During analysis fluid leaks were also detected on the lead. This is directly related to the abraded insulation reported previously.

Event description:
Product analysis of the lead was conducted. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. Other than the abraded openings found on the outer and inner tubes, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. . Note that since a significant portion of the lead assembly (body) including the lead connector, and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with low impedance. The patient's lead was replaced. The low impedance was resolved after the lead replacement. The explanted lead has not been received to date. No other relevant information has been received to date.